Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 351 mg/dl at the time of incident. Customer stated that the they are unable to exit the preparing to prime loop. The insulin pump will be returned for analysis.